Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check the patient experienced dizziness and temporary loss of consciousness while sitting. Gradually rising thresholds were noted on the his bundle (right ventricular) (rv) lead. The physician was unsure whether the patient complications were a result of the performance allegation. The patient was hospitalized and the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure has been scheduled for the rv lead.